Event description:
The report received from the affiliate states that the distal part of the wire separated and remained in the vessel. The physician used a contralateral approach to treat the left leg below the knee of a (B)(6), diabetic male with highly calcified arteries. Access point was the right leg and contra lateral approach was achieved using a contralateral sheath. The physician advanced a straight catheter over a 0.035 terumo glidewire till the distal part of the popliteal artery and imaged the below the knee vessels. A decision to treat the peroneal artery which was occluded was taken. The sv wire was taken, and with the straight catheter support, the physician managed to advance the sv into the middle of the occlusion but not further. The wire would not cross the lesion. Then the physician took a 2.5x10 balloon to try and allow more support to the wire with this technique the wire advanced slightly and torqued but still did not cross the lesion. The physician decided to replace the wire, and tried to pull back the sv. To his words, he felt moderate resistance. The physician pulled the wire a bit stronger, and the wire came out, but then he noticed that the distal part of the wire is missing, the physician saw the disconnected part stuck in the occlusion. Attempts to pull out the wire with another sv-5 were done, but were unsuccessful. The physician decided to leave the piece in place, since the artery was previously occluded. It was noted that the wire was not re-sterilized. It is unknown it the tip of the wire was not pre-shaped. The patient is stable.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
The report received from the affiliate states that during a procedure, the distal part of the pgw .018 sv short 300cm st separated and remained in the vessel. The physician used a contralateral approach to treat the left leg below the knee of an (B)(6), diabetic male with highly calcified arteries. The physician advanced a straight catheter over a 0.035 terumo guidewire until the distal part of the popliteal artery and imaged the below the knee vessels. A decision to treat the peroneal artery was taken. The vessel was described as calcified and complete total occlusion (cto) in the peroneal artery. The IFU indicates that cordis steerable guidewires are contraindicated for use in chronic total occlusions. The pgw .018 sv short 300cm st wire was taken, and with the straight catheter support the physician managed to advance the wire into the middle of the occlusion but not further. The wire would not cross the lesion. Then the physician took a 2.5x10 balloon to try and allow more support to the wire - with this technique the wire advanced slightly and torqued against resistance but still did not cross the lesion. The physician decided to replace the wire, and tried to pull it back; however, the reporter indicated that the wire became fixed or caught in the lesion. To his words he felt moderate resistance. The physician pulled the wire a bit stronger, and the wire came out, but then he noticed that the distal part of the wire was missing. The physician visualized the disconnected part stuck in the occlusion. Attempts to pull out the wire were conducted, but were unsuccessful. The physician decided to leave the piece in place, since the artery was previously occluded. It was reported that the wire was not re-sterilized. It is unknown if the tip of the wire was reshaped by the user. It was unknown if "drilling" or "jack-hammer" technique was used to recanalize the vessel. It was unknown if the wire tip prolapsed during placement. The patient was reported to be stable. Procedural films were not available. Tip fractures have been reported in procedures involving guidewire entrapment, total occlusions, highly tortuous vasculature, and small side branches. The IFU warns to "never push, auger, withdraw, or torque a guidewire that meets resistance. First, using fluoroscopy, determine the cause of resistance and take any necessary remedial action. Torquing or pushing a guidewire against resistance may cause guidewire damage, and/or guidewire tip separation, or direct damage to the vessel. Resistance may be felt and/or observed (via fluoroscopy) by noting any buckling of the guidewire tip. If guidewire tip prolapse is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guidewire may occur. In addition, "if any resistance is felt, i.e., due to vessel spasm, bent guidewire, or guidewire entrapment, while manipulating or removing the guidewire in the blood vessel: stop the procedure. Do not move or torque the guidewire. Using fluoroscopy, first determine the cause of the resistance, then take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged. This may cause blood vessel injury or result in fragments being left inside the vessel. One non-sterile guide wire pgw .018 sv short 300cm st was received coiled inside of a plastic bag. The distal tip presented a stretched condition and a fractured at the distal end. No other visual damage was found. The guidewire was observed under a microscope and the damages were confirmed. Analysis results showed that the coil wire fracture surface presented evidence of smearing and ductile dimples; evidence of smearing was observed on the fracture surface for the core wire. Stretching and/or pulling could be related to these surface characteristics; however, the exact cause of the separation could not be conclusively determined. Cutting was discarded as a root cause since no characteristics typical of this failure mode were observed. The functional analysis could not be performed due to the product received condition. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported failure by the costumer as "distal tip - fractured-separated" was confirmed due to product received conditions. Results showed that the coil wire fracture surface presented evidence of smearing and ductile dimples; evidence of smearing was observed on the fracture surface for the core wire. Stretching and/or pulling could be related to these surface characteristics; however, the exact cause of the separation could not be conclusively determined. Cutting was discarded as a root cause since no characteristics typical of this failure mode were observed. The failure reported by the customer as "guidewire-failure to cross" could not be evaluated; due to nature of the failure. The failure reported by the customer as "guidewire- withdrawal difficulty" could not be evaluated. The cause of the stretched condition found on the device could not be conclusively determinate; it is possible that vessel characteristics (use in a total occlusion and getting caught in the lesion) and procedural/handling factors (applying force during withdrawal) may have contributed to the wire stretching resulting in separation. The device did not present any obvious indication of manufacturing defect or anomaly that could contributed to the event as reported; neither the product analysis nor the DHR review suggests that the failure could be related to the guidewire manufacturing process; therefore, no corrective action will be taken at this time.